Manufacturer narrative:
The partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited oversensing noise and a pronounced increase/high pacing impedance, which resulted in the patient receiving multiple inappropriate therapies. A lead fracture was confirmed. It was determined that the fracture occurred while the patient was performing overhead shoulder lifts while weightlifting. The fracture was visibly located on the lead once the pocket was open and easily located on fluoroscopy with a gross separation in the conductor visible on the fluoro image. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.